Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received replace battery now alarm. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer states he changes the battery and has not fixed the problem. Customer states this is the 4th time it has happen and calling back after receiving a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed failed battery test alarms and pump error 25 alarms at the long trace history file and an abnormal loaded voltage at the power graph management tool due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No unexpected pump error 25 alarms or failed battery test alarms noted during testing. The insulin pump ws received with scratched case, stained keypad overlay, cracked retainer, faded serial number label, pillowing keypad overlay, and a minor scratched lcd window.